Event description:
A nurse reported that during insertion of an intraocular lens (iol), the iol was torn in the cartridge of an iol delivery system. The trailing haptic was bent at a 90 degree angle. The iol was removed from the pt's eye and a vitrectomy was performed. The nurse was not able to provide add'l info concerning this event.